Event description:
Doctor had treated patient with rectal polyposis previously using polar wand cryotherapy system. During treatment on (B)(6), 2010 the patient's colon was perforated and the patient was transferred from (B)(6) to (B)(6).